Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra meter was reading inaccurately erratic. The customer care advocate (cca) contacted the patient on november 10 with follow up questions from the medical surveillance specialist. The patient was unsure when the alleged issue began. The patient reported obtaining blood glucose readings of "5.4mmol/l" at 9am and 8.0mmol/l at 10:30am. The time difference between these results does not allow for lifescan to determine an inaccuracy. The patient manages their diabetes with self-adjusted insulin. The patient denied developing any symptoms. The patient reported visiting their doctor for a routine appointment and stated that during this appointment they were treated with actraphane. The patient also reported testing their blood glucose at their doctor's office and obtained a reading of "5.7mmol/l". The patient stated that this reading was "lower than usual". It was unclear why the doctor would have treated low blood glucose readings with insulin. Replacement products were sent to the patient. This complaint is being reported because the patient received medical treatment after the alleged issue began.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.